Manufacturer narrative:
(B)(4). Product evaluation: failure analysis for fiber 0010-2400-704a-1990: the cap is attached to fiber; the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone of the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits severe devitrification at output window; the metal cap exhibits moderate detritus adhesion on surface, and indication of slight melting on output window. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the product complaint "fiber cap detachment" could not be confirmed; glass cap fracture was observed; the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a bph surgical procedure, two fibers failed at 62,500 joules of use due to fiber cap detachment issue. The fiber tip (cap) of each of the two fibers were cleaned during the procedure. The procedure was completed utilizing a third fiber. Patient outcome ¿ok¿ reported. There was no injury to the patient reported this event is for second failed fiber.